Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was cracked by the battery compartment. Customer was taping the battery cap to keep the power. Customer received a motor error alarm and the battery compartment was missing a piece of plastic. Customer's blood glucose was over 350 mg/dl. Caller stated that the motor error alarm occurred during a bolus. Caller stated that they were able to complete the pump rewind. Caller stated that the customer was at school. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and minor scratches on the lcd window. The drive support disk was inspected and no anomaly was noted.